Event description:
It was reported to philips that the internal paddle was defective. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.